Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving lioresal (500 mcg/ml, 133 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient's "pocket became irritated over time." The environmental, external, or patient factors that may have led or contributed to the issue was "patient had protruding abdomen." No diagnostics/troubleshooting performed. The interventions/actions taken to resolve the issue stated, "pocket refused to make pump deeper." The issue was resolved at the time of this report. Surgical intervention in the form of "pocket revision" occurred. The patient's status was alive, no injury.

Manufacturer narrative:
Event date update: the previously reported date (B)(6) 2020 is no longer applicable. As reported the onset / date of the event is unknown (specific day, month, and year unknown/unspecified). Update/correction: the previously applied patient code (B)(4) was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. Regarding the previous report of the (pocket refused to make pump deeper¿ it was clarified that this was a typo and should say "revised". The issue was due to an issue with the device as the catheter access port of the pump was causing the tissue irritation. The irritation of the pocket began several months ago (regarding the date of event the specific day, month, and year unknown/unspecified). The revision occurred on (B)(6) 2020.